Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue. Additionally. The customer experienced an elevated blood glucose (bg) level of 423 mg/dl with large ketones and vomiting. A manual injection was administered to address elevated bg. Reportedly, customer reverted to an alternate pump and also confirmed that manual injections are available for insulin therapy.